Event description:
The reporter stated, the surgeon inserted a +23.0 diopter cc4204bf collamer single piece lens but the lens was damaged by the cartridge. The reporter stated, the cartridge was too narrow. The lens was removed with no patient injury, no enlarged incision or sutures. A second iol was implanted successfully.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic and both haptics torn, with pieces torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and foam tip plunger were not returned for evaluation. Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.